Event description:
A sprinter legend rx balloon dilatation catheter, length 15 mm, diameter 1.5mm, was used to treat a lesion in a patient. It was reported that the balloon burst in the patient. Inflation pressure achieved prior to burst or details of the vessel/lesion morphology were not provided. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results - (root cause of balloon burst/material detachment unknown, most likely due to balloon material damage during delivery and/or expansion of the balloon within the lesion.